Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20march2019. The customer reported replacing the user interface assembly and the issue was resolved.

Event description:
It was reported that the touchscreen on the unit was dim. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 28ay2019, date of report : 03jun2019. A visual inspection of the user interface assembly revealed no damage or contamination. During testing of the user interface, it was determined that burn out of a cold cathode fluorescent lamp backlight is what caused the display to become dim. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.